Event description:
(B)(4). Event occurred in (B)(6). It was reported that the tubing had detached at the quick release. The patient observed insulin coming out of the tubing 2 hours after the change of the set. No further information available.